Manufacturer narrative:
Investigation conclusion: the customer reported when using the equipment for the first time the nutrition leaked at the distal end. There was no patient injury reported. The report refers to product code 775100, epump cross spike feed & flush, with lot number 202510046, manufactured on 07-sep-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed an no related trends were identified. One (1) used product was returned for evaluation. Visual inspection of the returned device noted the device return was incomplete. As a result of an inadequate sample returned, a functional evaluation was unable to be performed and a root cause was not determined. The reported issue of leak was not confirmed. Additional action will not be taken at this time. This complaint will used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that while using the equipment for the first time and the nutrition is passing, the feeding set presented leakage in the distal part. There was no patient injury reported.